Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results - the failure mode was observed in the photograph provided. The batch record could not be checked as no lot number was provided by the customer. The root cause could not be determined as the photograph did not reveal enough information about the defect. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.